Event description:
See initial report.

Manufacturer narrative:
H11: a video was provided confirming the reported issue. A review of the device service history confirmed that no similar events have been communicated to livanova since the date of manufacturing. A review of complaints database did not identify any trends associated with this type of fault. Based on the investigation findings, it is reasonable to exclude an hardware malfunction of the venous clamp. However, the root cause of the reported issue remains undetermined. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the essenz electronic venous clamp. Reportedly, the issue occurred only once, and the disposable in use was a livanova perfusion tubing system. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, the electronic venous clamp went to 0% by itself even if it was set to 11% opening. The issue occurred at the end of the procedure. There is no report of any patient injury.